Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. Xtw, (lot: 40611r1070) was chosen for implantation. During grasping attempts when attempting to lower the grippers, one of the grippers would not lower. Troubleshooting was performed but was unsuccessful. The clip was replaced and the procedure was completed without incident. Outside of the patient, the grippers still did not function. The procedure ended with two triclips implanted with tr reduced to grade 2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.